Event description:
Voluntary medwatch report received via cdrh which states, "spike broke in half leaving half in the tubing and half in the bag causing leakage of chemotherapy. A volunteer was exposed but there was no injury. "Further info from the customer stated an unknown concentration of cisplatin was in the 500cc bag of unspecified fluid. The tubing was not connected to the pt at the time. It was reported that a volunteer was standing near the nurse when the bag was spiked and that the chemotherapeutic agent leaked on the volunteer. The reporter stated that the area of contact was cleansed and no further treatment was needed for volunteer. There was no report of harm or adverse effect to the pt or volunteer. The entire bag of chemo was wasted and a new bag had to be mixed to treat the pt. Although requested, no further info was available.